Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 0.3 ml 31g 8 mm whole unit 10bg has been found with the hub separating from the device during use. The following has been provided by the initial reporter: it was reported that needles are dull, some are barbed, and some needles pull off when de-capping. Per customer email: I am writing to let you know about the noticeable change in your needles the past 1-2 months. I use 30-40 of these daily in my practice to administer botox and with the initial needle stick it is so dull making it very difficult and painful to penetrate the skin. Something has definitely changed and I¿ve noticed many feel ¿barbed¿. I¿ve pulled the needle right off with decapping as well.

Event description:
It has been reported that the syringe 0.3ml 31g 8mm wholeunit 10bg has been found with the hub separating from the device during use. The following has been provided by the initial reporter: it was reported that needles are dull, some are barbed, and some needles pull off when de-capping. Per customer email: I am writing to let you know about the noticeable change in your needles the past 1-2 months. I use 30-40 of these daily in my practice to administer botox and with the initial needle stick it is so dull making it very difficult and painful to penetrate the skin. Something has definitely changed and I¿ve noticed many feel ¿barbed¿. I¿ve pulled the needle right off with decapping as well.

Manufacturer narrative:
H.6. Investigation: customer returned (151) 31g x 8mm, 0.3ml bd insulin syringes from lot: 8344560: 150 syringes were sealed in polybags, and one syringe was returned loose. It was reported that needles are dull, some are barbed, and some needles pull off when de-capping. The one syringe that was returned loose was examined and it was observed that the needle-hub/shield assembly was separated from the syringe barrel; no damage to the barrel tip was observed. 30 out of the 150 unused syringes were tested for point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 31g cannula: 0.0100¿- 0.0105¿): data: point outer diameter (in.) Lube sample 1, good, 0.0103, good, sample 2, good, 0.0103, good, sample 3, good, 0.0103, good, sample 4, good, 0.0103, good, sample 5, good, 0.0102, good, sample 6, good, 0.0103, good, sample 7, good, 0.0103, good, sample 8, good, 0.0103, good, sample 9, good, 0.0102, good, sample 10, good, 0.0103, good, sample 11, good, 0.0103, good, sample 12, good, 0.0104, good, sample 13, good, 0.0103, good, sample 14, good, 0.0103, good, sample 15, good, 0.0103, good, sample 16, good, 0.0103, good, sample 17, good, 0.0103, good, sample 18, good, 0.0104, good, sample 19, good, 0.0103, good, sample 20, good, 0.0103, good, sample 21, good, 0.0103, good, sample 22, good, 0.0103, good, sample 23, good, 0.0103, good, sample 24, good, 0.0104, good, sample 25, good, 0.0103, good, sample 26, good, 0.0103, good, sample 27, good, 0.0103, good, sample 28, good, 0.0103, good, sample 29, good, 0.0103, good, sample 30, good, 0.0103, good. Testing concluded with no further observed issues or manufacturing defects. A review of the device history record was completed for batch#: 8344560. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (needle hub separates). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures (needle point dull, needle point burred). A visual evaluation of samples found (1) syringe with no needle assembly attached. The needle assembly was separate from the syringe. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any damage to the core pin. (1) syringe did not appear to have any obvious manufacturing defects. (150) visual evaluation of these samples did not exhibit any obvious manufacturing defects. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. CAPA#: 1122103 was been opened on 16 aug 2019 to address this issue. H3 other text.